Event description:
It was reported that, less than two weeks post pulse generator replacement, the shock impedance for this system was below 30 ohms. The shock impedance for the previous system was 35 ohms. Technical services reviewed the device shock impedance data since the new pulse generator was implanted. The weekly low impedance measurements have been as low as 24 ohms. The patient has lost a significant amount of weight. Technical services advised to check if the system has moved any. The system remains implanted. There were no adverse patient effects.